Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient height is (B)(6) feet (B)(6) inches. Patient identifier was not available for reporting. Patient weight was not available for reporting. It was reported that the patient has a normal body mass index. (B)(4). Date of implant is an unknown date during 2013. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Concomitant medical products: therapy date- date of implant was an unknown date in 2013. Explant date was (B)(6) 2016. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was reported that revision surgery was performed on (B)(6) 2016, due to pain, non-union at disc levels l5-s1, a broken rod and two broken screws. The patient was initially underwent spinal fusion surgery to treat scoliosis on an unknown date in 2013. During this initial surgery, the patient was implanted with the matrix construct from disc levels t11-s1. It is unknown when the patient presented with pain and the broken implants were discovered. During the (B)(6) 2016 revision surgery, it was noted that the 5.5mm rod had broken in two pieces on the right side at disc level l4 where the non-union was present. Two polyaxial screw heads had come off from the screw shafts at on the right side at disc level l5-s1. All the matrix system implants were removed. The patient was revised with the depuy expedium system. The patient's postoperative condition was reportedly stable. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Product investigation summary: the following complaint devices(s) were received for evaluation: part 1: one (1) 6.0mm ti matrix polyaxial screw (part: 04.632.640 / lot: 7148918). Part 2: one (1) 7.0mm ti matrix polyaxial screw (part: 04.632.790 / lot: 6538763). Part 3: one (1) 5.5mm hex-end rod (part: 09.633.500 / lot: 7999354). The following concomitant devices were reported: screws (none returned) and rod (part: 09.633.500 / lot: 7916658). The implant was returned with one (1) of the hex ends cut off, which most likely occurred during the original surgery. No other issues were noted and, per complaint description, no complaint allegations were made against this implant. Parts 1 & 2 (parts: 04.632.640 and 04.632.790): upon visual inspection, the complaint condition of ¿polyaxial head came off¿ was confirmed as the implants were returned with the heads separated from the shafts. The balance of the implants appears to be in fair condition showing signs of being implanted. A definitive root cause was unable to be determined; however, the failure mode may be due to the non-union which fatigued the implants and eventually caused the head to separate. Part 3 (part: 09.633.500): upon visual inspection, the complaint condition of ¿implant broken post-operative¿ was confirmed as the implant was returned in two (2) pieces and appears to have sheared off. The smaller piece measures 56.14mm in length; the bigger piece measures about 229.91mm in length. The balance of the implant appears to be in fair condition showing signs of being implanted; one (1) of the hex ends was cut off (most likely during original surgery). A definitive root cause was unable to be determined; however, the failure mode may be due to the non-union which fatigued the implant and eventually caused it to shear off. The matrix polyaxial screw is utilized in matrix deformity, matrix degenerative, and matrix mis as part of the posterior pedicle screw and rod fixation system. Polyaxial screws are available in 4.0mm, 5.0mm, 5.5mm, 6.0mm, 7.0mm, 8.0mm, and 9.0mm diameters with lengths ranging from 20-100mm. The 5.5mm hexagonal-end rod is utilized in matrix deformity system for spinal fixation. The relevant drawings for the returned implants were reviewed: top-level. The designs, materials, and finishing processes were found to be appropriate for the intended uses of these devices. A device history review was performed for the returned instruments¿ lot numbers with no material record reports, non-conformance reports, or complaint-related issues identified. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device(s) reported: screws (part/lot: unknown / quantity: unknown) and 5.5mm hex-end rod (part: 09.633.500 / lot: 7916658 / quantity: 1).